Manufacturer narrative:
(B)(4). Occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Primary operative notes (B)(6) 2017 indicate the patient received a right total knee replacement due to end stage osteoarthritis. The patella was resurfaced and one depuy cement was utilized. The surgery was completed without indication of complication by the surgeon. Primary implant information is located on pgs 4-5. Revision operative notes (B)(6) 2019 indicate the patient received a right total knee revision due to pain, stiffness, crepitus and mild varus/valgus instability. Upon entering the joint, a significant amount of scar tissue was encountered and carefully released. The tibia was noted to be clearly loose, interface not given. All components, except the patella, were revised. Competitor product was implanted at the time of revision. The surgery was completed without indication of complication by the surgeon. Revision due to pain, stiffness, crepitus, scar tissue, mild varus/valgus instability and tibial loosening. Depuy cement x1 was utilized at the primary procedure. Doi: (B)(6) 2017. Dor: (B)(6) 2019. (Right knee).